Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 218095704 was returned and analyzed. Visual inspection of the sheath identified the polymer tubing segment area at the loop segment of the mapping catheter tip was slightly kinked, causing the loop to be out of shape. It was noted that the kinked tip may lead to insertion difficulties or a steerability issue when introducing the mapping catheter into the balloon catheter. The mapping catheter shaft was broken close to the push-pull connector. In conclusion, the reported kink issue on the mapping catheter tip was confirmed through testing. The mapping catheter failed the returned product inspection due to a loop kink and broken shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter tip was kinked. The mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.